Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited crack on the ultrasonic probe and cracked adhesive around objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: crack on the ultrasonic probe and cracked adhesive around objective lens. A root cause could not be identified for the cracked adhesive. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A root cause for the cracked probe could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.